Manufacturer narrative:
Analysis of the pump (sn (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis also found the pumphead deformed the pump tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (also reported as dilaudid; 5mg/ml, unknown dose), midazolam (1250mcg/ml, unknown dose), and lignocaine (also reported as bupivacaine; 25mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The pump was refilled on (B)(6) 2016. On (B)(6) 2016, a "stopped pump may exceed tube set" error occurred. The pump reportedly stopped functioning. The patient experienced withdrawal symptoms (reporter was unsure of specific symptoms) and presented to the hospital. The troubleshooting performed included interrogation. There was no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2016. The issue was considered resolved as of (B)(6) 2016. The status of the patient was stated to be alive and with no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received with the returned product indicated three motor stalls occurred. The first motor stall occurred on (B)(6) 2016 at 07:55 with recovery at 08:00. The second motor stall occurred on (B)(6) 2016 at 10:46 with recovery on (B)(6) 2016 at 11:47. The last motor stall occurred on (B)(6) 2016 at 04:30 with a stopped pump may exceed tube set message on (B)(6) 2016 at 04:30 and recovery on (B)(6) 2016 at 18:24. The interrogation print report also indicated the pump was refilled on (B)(6) 2016 (not the previously reported date of (B)(6) 2016).

Manufacturer narrative:
Initial reporter information updated.

Event description:
Additional information received from a foreign manufacturer representative indicated the pump logs were included in the return packaging and showed a motor stall and stopped pump may exceed tube set message. The pump was sent back on (B)(6) 2016. The manufacturer representative did not have a copy of this print out. The hcp believed the analysis will show corrosion due to the drugs in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.